Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for bowel dysfunction and gastrointestinal/pelvic floor reported that she experienced a loss or change of therapy. She experienced a little bit of cramping whenever her bowels needed to move, beginning a day or two after implant. This was new and before she did not know when she needed to go. In the last week or two prior to (B)(6) 2015, the patient started having problems with seepage after bowel movements. For a couple of days prior to (B)(6) 2015, she could not feel stimulation. Therapy was on and the patient increased stimulation from "4 something" to 7.5 on (B)(6) 2015 and she could barely feel it. She had good results after her bowel movement on (B)(6) 2015 after increasing her setting and there was nothing after she cleaned herself after going to the bathroom. No potential event cause or outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.